Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no capture and no sensing. A surgical revision was performed and the lead was tested and had no capture at maximum outputs. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.